Manufacturer narrative:
.

Event description:
It was reported that during implant of the left ventricular lead, high capture thresholds were observed. The lead was removed and replaced. No patient symptoms were reported.